Event description:
Reference number (B)(4)- event occurred in the united states it was reported that the patient faced hospitilization due to low blood glucose level on (B)(6)2024. The blood glucose level was found to be low as 41mg/dl for 2-3 hours and then rise to 410mg/dl no further information available .

Manufacturer narrative:
Since no lot number is availabel, a detailed investigation, tests or reference samples or batch review cannot be concluded. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.